Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The in-house, certified biomed completed a full system calibration and test without any issues discovered. The stm did not find any log entries to indicate any type of failure. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The stm ran the iabp with a balloon and trainer continuously for eight (8) days without any errors or issues. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut off, even when plugged in. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut off, even when plugged in. No patient harm, serious injury or adverse event was reported.